Event description:
Hill-rom received a report from the account stating the head brake casters still rolling when brake is set. The bed was located at the account in the ER. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brake caster pads needed to be adjusted. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unk if the facility performed any other preventive maintenance on this bed. The technician adjusted the brake casters pads to resolve the issue. Based on this info, no further action is required.